Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi mode. Patient has a knee surgery and magnet application few months ago. Device download was performed and device function was restored. Patient¿s condition was fine. Patient will be followed up normally.